Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturing reports being submitted for this case.

Event description:
As reported by our edwards lifesciences japan associate, during a transfemoral tavr procedure, a valve strut bent outwards, a dissection in the external iliac artery (eia) of the access vessel occurred, the sheath tip was torn, and the sheath liner was delaminated. During the insertion of a 26 mm sapien 3 ultra resilia valve through the 14 fr esheath+ strong resistance was noted in the fully expandable area of the sheath but the delivery system (ds) was slowly advanced. After smooth valve alignment, a strut was found bent outwards at the inflow side under fluoroscopy. The ds and sheath were removed as a unit, and a second kit was used to implant a second valve without issue. However, a dissection in the eia was observed and a stent graft was implanted. Upon expansion of the removed first valve, strut edges were observed out of the skirt. Photos obtained revealed the sheath tip was torn and liner delamination. Per additional information received, the bent strut was found when the fluoroscopy angle was changed, and the timing of the eia dissection was unknown as dissection was found after removing the second devices.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, d9, h2, and h3 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Previous investigation into these types of events is captured in edwards lifesciences technical summaries and apply to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The liner fully expanded as designed with full circumferential delamination at distal end. A radial and axial tip tear along the distal liner edge was observed, as was hdpe stretching along axial and radial tear. Scratches were noted along the distal sheath shaft and there was soft tip damage. All score lines were present. A circumferential liner delamination was observed starting at approximately 8.75 inches from distal strain relief for approximately 2 inches in length. The c-marker was present and firmly attached. Hdpe damage was observed starting half an inch from the distal strain relief and approximately 1 inch in length. The liner was partially delaminated in that region. Due to the nature of the complaint, no functional or dimensional testing was performed. The complaint was confirmed through visual examination. Per the technical summaries, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Device imagery provided revealed a radial and axial tip tear along the distal liner edge. The liner was fully circumferentially delaminated along the distal end of the shaft. Hdpe damage and partial liner delamination near the distal strain relief was also observed. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. In this case, the torn distal tip of the sheath was confirmed per evaluation of the returned device/provided device imagery. Available information suggests that variability in tip expansion and/or patient factors (calcification, undersized vessels), likely contributed to the event as moderate calcification and a minimal luminal diameter of 5.2mm were reported. The 14f esheath+ is indicated for use with vessel diameters greater than or equal to 5.5mm. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, resistance between system components and difficulty advancing through sheath was confirmed per evaluation of the returned device/provided device imagery. Available information suggests that patient factors (calcification, undersized vessels) likely contributed to the event as moderate calcification and a minimal luminal diameter of 5.2mm were reported and the 14f esheath+ is indicated for use with vessel diameters greater than or equal to 5.5mm. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. In this case, sheath liner delamination was confirmed per evaluation of the returned device/provided device imagery. Available information suggests that procedural factors (non-coaxial alignment from patient factors) may have contributed to the complaint event as moderate calcification and insufficient minimal luminal diameter were reported. Non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors (such as calcification and/or undersized diameters) are present near the sheath distal tip. Additionally, as a bent thv strut was reported, it is possible that the altered valve profile could further exacerbate the non-coaxial alignment between the devices. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required. This is one of two manufacturing reports being submitted for this case. Please reference related manufacturer report.